Event description:
Rptr noted eight cases of post-op infections with two different surgeons. Customer was also using two different systems. Two pts were considered to have serious infections; received surgical treatment. Six pts were considered to have light infections; treated topically. Customer is trying to determine source of infections; closed the or. Pt 5 of 8.

Event description:
Add'l info from surgeon noted their lab test results were negative. Stated events were unrelated to rpoduct.